Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Cousin had issues with brand...tss [toxic shock syndrome]. String breaking off, too thin [device breakage]. Case narrative: relative reported via e-mail that her cousin had tss from tampon use. Relative reports tampon string keeps breaking off. No serious injury reported.